Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The large hem-o-lok clip applier instrument was analyzed and found to have a broken clamping pulley of input # 6 (grip). The broken resulted in loss of tension of the correlating grip cables in the distal end causing the cables to be dislodged. Furthermore, the instrument was installed on an in-house system and failed the mechanical engagement sequence. The instrument wrist yaw inputs failed to engage with the in-house system's sterile adapter during multiple attempts. Msc log review shows qty #4 engagement failures via error code 22020 indicating engagement failure on the axis. This is caused by broken clamping pulley and dislodged grip cable at the proximal end. Common causes of the failure mode broken instrument clamping pulleys are attributed to improper cleaning or sterilization techniques used during reprocessing. Leftover residual chemicals on the clamping pulley can result in cracking at high temperatures of the autoclave. Insufficient flushing/rinsing steps at the end of the cleaning process can also result in cracking.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury.